Event description:
On september 1, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not turn on. The medical affairs specialist spoke to the patient on five days later, to obtain/verify information. The patient stated that she has not had the meter for a long time. She has been able to get readings in the past with the meter, but could not recall her last result obtained. Two days prior to original date, the patient tried testing herself during the day, but hte meter would not turn whenever she inserted a test strip into the meter. That same day in the evening, the patient took her evening dose of "70/30" insulin and later developed symptoms of sweating and feeling "delirious." The patient tried testing herself again, but was successful due to the alleged issue. She called the paramedics who arrived and tested her blood glucose. They obtained a reading of "46 mg/dl" using an unspecified device. The patient was treated by the paramedics with IV glucose. During troubleshooting with the customer care advocate (cca), the patient was able to use the meter without any power issues. The cca noted that the patient had been inserting her test strips into the meter incorrectly. The meter, test strip, and control solution were replaced. Although the patient was not using a correct technique for testing with the meter, this complaint is being reported since the patient was unable to test her blood glucose, developed symptoms, and was treated by the paramedics for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.